Event description:
During service testing, the technician discovered a broken door #1. According to the hospital representative, no patient injury or medical intervention has been reported. No addditional contact information was available.